Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd alcohol swabs (B)(4) (B)(6) had incorrect label information. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration is erroneously written on the primary packaging, where it reads (B)(4) and should be (B)(4).